Manufacturer narrative:
The device was not returned to olympus for inspection but was evaluated by a third-party distributor. A root cause could not be identified. Based on the results of the investigation, the most probable cause of limescale deposits inside the endoscope could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During device evaluation, the service repair technician team indicated that limescale deposits were detected inside the endoscope. There was no patient involvement.